Event description:
Reporter indicated that pt has experienced an increase in seizures since generator replacement surgery. It is not known whether the seizure increase is above pre-vns baseline frequency or whether it is simply an increase from previous efficacy with the vns therapy. It was reported that the pt was seizure-free for seven months prior to generator replacement and the pt is now having more seizures. Device diagnostic testing was within normal limits, indicating proper device function.